Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no angulation in the up direction due to a cut on the angle wire, the channel cleaning brush could not be inserted due to the forceps channel being crushed, the adhesive part of the objective lens had come off, the adhesive part of the lighting lens had come off, the curved tube was crushed, the flexible tube of the insertion section was crushed, the coating of the insertion tube was peeled off, the curved rubber was sagging, the curved rubber adhesive was missing, there were spots on the image guide bundle, scratches were found on the operation part, there was peeling on the operation part, scratches were found on the eyepiece, scratches were found on the operation unit cover, scratches were found on the grip, scratches were found on the angle lever, scratches were found on the up/down plate, scratches were found on the vent metal under the grip, and scratches were found on the fixed ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had an issue with the angulation in the up direction. Inspection and testing of the returned device found the coating of the image guide serpentine was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.